Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference numbers: 2017865-2022-38351, related manufacturer reference numbers: 2017865-2022-38353, related manufacturer reference numbers: 2017865-2022-38354. It was reported via product receipt that the patient had developed mssa bacteremia infection with possible vegetation on the right ventricular (rv) lead. The whole system including the implantable cardioverter defibrillator, rv lead, left ventricular lead and the atrial lead was explanted. The patient was discharged.